Event description:
It was reported that this pacemaker reached elective replacement indicator (eri), but not yet at end of life (eol). The patient is pacemaker dependent. During the interrogation with a programming wand, pacing inhibition due to noise and syncope occurred, as well as a convulsive seizure. Upon interrogation, no alerts or errors were present, and this pacemaker was operating as programmed, despite the observed pacing inhibition. Subsequently, this pacemaker was replaced and expected to be returned to boston scientific for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode and that bradycardia therapy remained available. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance resulted in the system resets due to temporary high-power consumption (during telemetry or other higher power device operations) and subsequent reversion to safety mode operation. Boston scientific has issued a field safety notice regarding ingenio extended life (el) and cardiac resynchronization therapy pacemaker (crt-p) devices that may exhibit this behavior. This particular device is included in the high impedance in ingenio extended life (el) pacemaker and crt-p advisory population.

Event description:
It was reported that this pacemaker reached elective replacement indicator (eri), but not yet at end of life (eol). The patient is pacemaker dependent. During the interrogation with a programming wand, pacing inhibition due to noise and syncope occurred, as well as a convulsive seizure. Upon interrogation, no alerts or errors were present, and this pacemaker was operating as programmed, despite the observed pacing inhibition. Subsequently, this pacemaker was replaced and was returned to boston scientific for analysis. No additional adverse patient effects were reported.